Event description:
During a jejunojejunostomy procedure, a leak was reported due to malformed staples and an incomplete staple line. The lead was detected during the surgery and corrected by additional suturing. There were no adverse consequences to the patient.